Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, d2, g1-2, g3, g7, h1, h2, h6, h10 corrected: h4 no product was returned or pictures provided; visual and dimensional evaluations could not be performed. As the product meets the applicable acceptance criteria, a limited investigation will be performed. A review of manufacturing records is not required. No problem found; this humeral tray is unrelated to the reported event of disassociation. There are no allegations against the humeral tray as it was implanted during the revision procedure. The reported event is not confirmed. This event will be considered not reportable as the tray is not related to the event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that the patient was revised due to bearing disassociation approximately six months post implantation. No additional patient consequences were reported. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2023-02012. D10: comp conv glen liner vivacit-e cat: 110035767, lot: 65163943. Versa-dial/comp ti std taper cat: 118001 lot: 808600. Comp rvrs shldr glnsp std 36mm cat: 115310 lot: j7505348. Hmrl bearing 36 mm std vite cat: 110031424 lot: 65761078. Versa-dial 46x18x53 hum head cat: 113042 lot: j7298805. Versa-dial/comp ti std taper cat: 118001 lot: j7379786. It is unknown if product will be returning to zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up report will be submitted.